Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low glucose level. Customer's current blood glucose level was 106 mg/dl. The user alleged the insulin pump was possibly over delivering insulin. Customer stated that the blood glucose level kept on crashing. Customer treated low blood glucose level with food. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.